Manufacturer narrative:
An event regarding damage involving a trident driver shaft was reported. The event was confirmed by visual inspection. Conclusion: the device was discovered during incoming inspection. One driver shaft was returned for evaluation. The device was returned in used condition. The device is observed to be bent on the flexible shaft. Scratch marks are also observed on the surface of the device. Examination of the returned device with engineer indicated that the device is worn due to in service use. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "checking trays in for sterilization before cases and noticed drill connect was bent. Due to noticing it in inspection phase the instrument was not used in any surgical cases".

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "checking trays in for sterilization before cases and noticed drill connect was bent. Due to noticing it in inspection phase the instrument was not used in any surgical cases".